Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the delivery device. The 90% stenosed target lesion was located in the severely tortuous left external iliac artery. While advancing the 7.0x30mm express vascular ld stent system, the stent moved on the delivery device "due to the tortuousity". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.